Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and failed and it was not possible to download the transmitter log during the test. The global transmitter final functional test was performed and resulted in a failed transmitter. A voltage test was performed and passed. The customer complaint of loss of connection was confirmed during testing of the returned transmitter. The root cause was determined to be a failed transmitter.